Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this penile prosthesis experienced infection. A surgical procedure was performed and the device was replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with this penile prosthesis experienced infection. A surgical procedure was performed and the device was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned connector underwent a thorough analysis. The kink resistant tubing (krt) was visually and microscopically examined. Microscopic examination revealed that there was a cut on the surface of the tubing as a result of sharp instrument during the last procedure. The other device components were not available for analysis; therefore, no physical or visual analysis of the product could be performed. Additionally, the reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.